Event description:
The reporter stated that back to back blood glucose tests were done, using the same fingerstick. The results were 60 and 87mg/dl. Report noted that 'nurse' was allegedly doing testing. No symptoms were reported. No harm was alleged. Further details are unavailable at this time. Attempts to contact the reporter for add'l info have not been successful.